Event description:
It was reported during use, the cs300 intra-aortic balloon pump (iabp) unit was consistently plugged in but had been unplugged to go to a remote exam for approximately twenty minutes on battery, the pump alarmed for low battery and powered off a few minutes after.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit was consistently plugged in but had been unplugged to go to a remote exam for approximately twenty minutes on battery, the pump alarmed for low battery and powered off a few minutes after. No patient harm.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. In order solve the issue, the fse replaced the batteries (0146-00-0039). Then, the fse performed a full preventive maintenance (pm), safety, calibration, and functionality checks, which passed to factory specification. The unit was then returned to clinical service.